Manufacturer narrative:
(B)(6). Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering determined the leakage was caused by a tear in the balloon. No other damages or defects were noted. During the manufacturing process, all kii balloon blunt tip trocars are thoroughly inspected and leak tested for functionality and performance prior to packaging. Based on the evaluation of the returned product, this incident most likely resulted from contact to the balloon with an instrument. Any type of interaction with a sharp or abrasive object can compromise the integrity of the trocar balloon. The instructions for use states, "do not allow sharp instruments or objects to come into contact with balloon. Use caution around metal clamps, staple lines and during secondary port placement." This document represents our final report.

Manufacturer narrative:
(B)(6) 2014 updated - resend this report due to "failed"error message on the submission result summary.this report is to follow up with pt (B)(4).the incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Robotic total laparoscopic hysterectomy- "applied medical kii balloon blunt tip system balloon would not stay inflated."